Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported stroke could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is conservatively filed as it cannot be said for certain that the mitraclip device did not cause or contribute to the patient stroke. It was reported that on (B)(6) 2016, patient underwent a mitraclip procedure to treat degenerative mitral regurgitation. Two clips were implanted and the mitral regurgitation was successfully reduced from grade 4 to grade 1. One day post procedure, the patient experienced drooping on the right side of his face, as well as dexterity issues in the right hand and right foot. Magnetic resonance imaging was performed on (B)(6) 2016 and it was confirmed that the patient suffered a small stroke. Physical therapy was provided and the patient remains hospitalized. No other intervention was performed and none has been scheduled. No additional information was provided.